Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm tested the iabp for leaking in rescue and found no leak, ran unit on patient simulator for one hour and only used minimal amount of helium. The stm calibrated transducers, low pressure helium transducer and 30 psi regulator. The stm then tested the helium refill station. Fills internal tank to 200 psi in 15 seconds. The stm investigated the iabp's error logs which indicated two iab disconnects during flight. Staff reports flying over one hour at 2,500 feet. Staff reports having to stop and start pumping once during flight. Staff reports that they only placed helium refill station onto unit for a few seconds instead of the specified 30 seconds in user manual. Excess disconnects combined with not filling tank completely prior to flight, several user induced autofills and elevation changes would have an impact on rescue helium capacity. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during patient transport helium loss occurred on the cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.